Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: hartman procedure. According to the reporter: following a left colon resection, the pt was reoperated for a hartman procedure. When the resident was preparing to fire the device she reported to the surgeon that the green indicator was not visible. The resident mentioned that the safety lever on the eea was hard to remove, so she decided to apply more pressure and the lever broke in order to fire the eea. The surgeon noted that the staples did not form at all. The surgeon did a laparotomy in order to make the anastomosis. Thick tissue was reported. The pt is ok. There was no add'l bleeding or damage to pt tissue. The anastomosis was performed with suture, and operating room time was extended more than 30 minutes.